Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an "call tech support" error. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An internal visual inspection was performed and failed due to moisture damage. A charge and boot test was performed and failed. The reported event of an error icon display could not be determined. A probable cause could not be determined.